Manufacturer narrative:
Device evaluation visual inspection: device removed from packaging for visual inspection. Visual inspection of the distal housing assembly revealed a bend in the housing. The housing bend was located approximately 0.7 cm from the distal end of the cutter window. The cutter was located just proximal to the bend at approximately 0.6cm. Microscopic inspection of the bend revealed that the inner coils were bent and stretched. Inspection of the cutter window revealed the cutter window was bent and damage was noted. Functional testing: the cutter driver was activated. The cutter successfully retracted into the cutter window; the distal edge of the cutter was damaged. Examination of the cutter window revealed the rim of the cutter window showed the platinum iridium dented distally. And the cutter was able to be retracted into the cutter window (photo 10). The cutter was then advanced, however, the cutter was unable to only advance 0.6cm from the cutter window. Microscopic examination of the cutter advancement revealed the cutter was prevented from advancement due to the coil bends 0.7cm. No noise anomaly was noted during the evaluation. No noise issues noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a h1- lx with a 7fr non-medtronic sheath and a 6mm spider fx to treat a moderately calcified lesion with 70% stenosis in the proximal superficial femoral artery (sfa). Artery diameter and length were respectively 6mm and 40mm. The IFU was followed during preparation, procedure and post procedure. It was reported that the physician was unable to move the cutter into the nosecone after first insertion into the patient. The exact position of the cutter upon device removal from the patient is unknown. It was reported that there was a noise coming from the device. The physician was able to turn off the thumbswitch when the device was in the patient. There was no damage to the cutter observed. There was no patient injury reported.